Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 51.8 x 54 mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, an attempt was made to insert the delivery system (for endurant ii stent graft cuff ettf3232c70ej) into the patient via the right femoral artery. However, the delivery system could not advance and the physician gave up. It was noted that there was a possibility that a slight gap existed between the outer sheath of the delivery system and the distal tip. The physician then used a replacement device (ettf3232c70ej) , which passed successfully and the procedure was completed with no issues. As per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.